Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new generator implant. Upon placing the new cardiac resynchronization therapy defibrillator in the pocket, noise events were noted. The device failed to pace for a period of a few seconds. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.